Manufacturer narrative:
The device associated with this reported was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info found a size 52 x 18 mm humeral head was removed and replaced with a size 48 x 18 mm head. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain.